Manufacturer narrative:
After investigation, the most probable cause to explain this condition is that a torsional overload was applied to the head end slide tube weldment. It is likely that foreign debris entered the area surrounding the slide lock tube, causing torsional resistance in the lock rod. The users tried to overcome the resistance, squeezing the handle very hard. It is unlikely that the lock rod would break, due to a single hard squeeze of the handle, but over time, the additional torsional resistance led to torsional fatigue.

Event description:
It was reported that the head end slide tube weldment broke. No adverse consequence is reported.